Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 558 mg/dl. The customer was treated with rushed to emergency room. Customer was experienced symptoms like vomiting and fever. The customer also stated that they did not allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was active. The insulin pump will not be returned for analysis.